Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jan 5, 2018: pfs and medical records received. Pfs alleges that the patient suffered from pseudotumors, pain and even after the revision one leg is shorter than the other. After review of medical records for MDR reportability it was reported that the patient was revised to address elevated ions and pseudotumor. Revision note stated, patient has a chronic swelling in her leg. There was marked fluid in the hip which is the typical metal-metal look and moderate amount of corrosion. Radiograph shows pseudotumor along the anterosuperior aspect of the arthroplasty. There is no laboratory results provided for the alleged elevated metal ions. Doi: (B)(6) 2005 : dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.